Event description:
It is reported that patient underwent a closed reduction due to dislocation. The surgeon suggested that the stem was loose.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. Evaluation codes: the part numbers and lot numbers of the products are unknown; therefore, the manufacturing records, complaint history could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.